Manufacturer narrative:
(B)(4).it was initially indicated that the valve would be returned for evaluation. However, no response was made to multiple attempts to obtain the sample. With no sample returned and no lot number provided, it was not possible to evaluate the valve or review the manufacturing records. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed. Device has not been returned.

Manufacturer narrative:
The device was returned and evaluated. The position of the cam when valve was received was 160mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested, and the valve leaked from the needle holes in the needle chamber. The valve was tested for programming and passed the test. The valve was then pressure tested and the valve passed the test. Review of the history device records confirmed the valve product code 82-3164, with lot crbcc1, conformed to the specifications when released to stock on the 7th march 2014. The root cause of the problem reported by the customer could not be determined as the customer asked that the valve not be dismantled and returned to them. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
We have received product feedback regarding a hakim programmable valve, (mf#82-3164), (lot# unknown - not showing on implant). The concern: the valve was implanted (B)(6) 2014 as a piece of a ventricular peritoneal shunt. The shunt became blocked, so the patient went for a vp shunt revision (B)(6) 2015 (due to increased symptoms over the week prior.) After testing both the distal and proximal shunt catheters, it appeared to the physician that the blockage is occurring in the interface between the proximal tubing and the valve. Specifically, the blockage is located inside the actual valve. Due to increased symptoms of hydrocephalus, the patient had to undergo the shunt revision surgery, during which the blockage inside of the valve was found. The patient got increased hydrocephalus symptoms which led to a revision surgery and changing of the valve. The implant has been retained and would like to submit it for investigation. We do require that (B)(6) / codman agree to the following terms for the return of the implant. Non destructive testing unless we approve; detailed report outlining steps taken in testing and findings; return of the implant to us in the same condition. Please provide return shipping instructions (address, return authorization, courier & account number.) The reporter has indicated that this is the first time this has occurred.